Event description:
The patient contacted animas on (B)(6) 2014 reporting that they had high blood glucose (bg) levels for three months prior to admission and waited to see their healthcare professional (hcp) and hcp immediately admitted the patient to the hospital. The patient was admitted on (B)(6) 2014 and discharged on (B)(6) 2014 with diabetic ketoacidosis and uncertain (unc) blood sugars with ketones. The patient stated that their blood glucose (bg) ranged from 20mmol/l to 40mmol/l. The patient was treated with IV fluids and IV glucose. The patient stated that their hcp removed them from the pump and stated that the pump was not good for them. The patient returned supplies and replacement pump to animas. At the time of this call, the patient did not have the pump to troubleshoot as the pump was returned. This report is being reported due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
Follow-up #1: date of submission 07/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/03/2014 with the following findings: last basal delivery was on 02/19/2014@8:54pm, no activity outside of normal use is observed. The total daily dose (tdd) adds up and equals the programmed basal target.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.